Event description:
The insulin pump alarmed motor error during the bolus delivery. The blood glucose reading is 225 mg/dl. Assisted customer with clearing the alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The motor was tested outside the device and passed. The unit was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.